Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "got sick 3 months ago". It was further reported that the patient was "out of rhythm". The patient experienced atrial fibrillation and was shocked back into rhythm. The patient suspected that the device was not working. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.